Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used, as blood was visually confirmed on the inside of the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury or adverse events reported as a result of this event. The patient was given 2g of the antibiotic cephalothin (route unspecified) as a prophylactic measure. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles emanating from the non-cavity ID end potting cut surface. The dialyzer was then disassembled for further visual examination. A potted fiber fragment was identified at approximately 220° with the dialysate ports situated at 0° on the non-cavity ID end. The fiber fragment was potted outside of the fiber bundle circumference between the housing and the fiber bundle. A lot history review was performed. There was one other complaint reported against the lot. The second complaint was for an internal blood leak and was reported by the same complainant. It involved a different patient and the event was on a different day. A sample was received and a potted fiber fragment was detected on the dialyzer. No other complaints of any type have been received against this lot number from any other customers. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.